Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of display anomaly from the insulin pump. The customer's blood glucose reading was 114 mg/dl. The customer stated that she was unable to bolus. The customer stated that she did not get insulin in reservoir and she tried two different ones. The customer mentioned that there is a dark shadow around the outer rim of her screen and in the middle. The customer will monitor the pump and call back if needed.